Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator right (mtmr) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during the procedure, universal surgical manipulator (usm) 1 began to exhibit a recoverable fault. After recovering from the fault, the system requested the deactivation of the arm. Upon restarting the system, an image of the surgeon console's manipulator appeared on the vision side cart (vsc) screen displaying the message "recoverable fault." The system was restarted twice but the recoverable failure returned. The doctor decided to convert the procedure to laparoscopic surgery, using the robot's endoscope for the conversion until the video tower arrived. The customer's initial complaint was a failure in usm1, but the technical service engineer (tse) checked the logs and found no record of a failure in usm1, identifying instead that the failure was in master tool manipulator right (mtmr). The tse identified that replacing the mtmr of the surgeon console would be necessary. Testing of the right manipulator and a system restart were suggested, but the doctor requested no further adjustments after the surgery conversion. The system was removed from the room before the end of the surgery, and another available surgeon console was used for testing. The system started without any faults, indicating the issue was with the mtmr of the first surgeon console. The procedure was converted to laparoscopic surgery with no reported injury.